Event description:
It was reported that following deployment of an 8f angio-seal device, the pt continued to drip blood and ooze. The pt's blood pressure dropped from 120 to 68. Manual pressure was held for 15 minutes and then a femostop was applied to achieve hemostasis. It was later determined that the pt experienced a retroperitoneal bleed, requiring two pints of blood. The pt has stabilized with no further intervention. It should be noted that the pt was on reopro, plavix and heparin which may have been contributed to the bleeding.